Manufacturer narrative:
Approximately 82.5 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the distal end of the catheter approximately at the 10 cm mark. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the catheter was found to be occluded at the abdomen side. According to the report, the patient was experiencing dizziness and headaches and the device was explanted on (B)(6) 2016. It was reported that the doctor replaced a new device to complete the surgery. Reportedly, the patient is under follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.